Event description:
Account stated, they have been seeing discrepant results for patient samples between two of their analyzers. As examples, they provided the following patient co2 results: patient 1 from (B)(6) 2007: initially 0.0 mmol/l, repeated as 26.9. Patient 2 from (B)(6) 2007: initially 0.2 mmol/l, repeated as 24.7. No adverse events were reported in association with the incorrect results. The field service representative found the sample probe was malfunctioning and repaired the instrument.